Event description:
Depuy acromed rec'd a complaint concerning peak locking screws. According to the complaintant, 3 out of 4 screws stripped while trying to remove a 1 level plate during a revision surgery. The surgeon had to burr out the screws to remove the plate. Surgery time was extended over an hour. The screws were not returned for eval as they were discarded by the hospital. The part and lot numbers were not reported by the complaintant. An eval of the product was not possible. No lot info was provided. These types of events are typically caused by excessive force placed on the screw during removal or stripping of the screws during initial implantation due to the use of the improper insertion instrument. The bone growth around the screw can add to stresses placed on the screw during removal. Due to the small size of these screws, stripping can result from these excessive forces.